Event description:
On 01.08.10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt had been undergoing dialysis treatment at a kidney center since approximately 2006. While undergoing dialysis treatment, the pt was administered heparin. Upon info and belief from (B) (6) 2007 through (B) (6) 2008, the pt was administered heparin and began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon info and belief, the pt also underwent dialysis treatment in or about (B) (6) 2008 during which time he was administered heparin and began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon info and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin product. The pt passed on (B) (6) 2008.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.